Manufacturer narrative:
The lay user/patients meter has been returned on (B)(4)2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings:the test strips passed all testing with no faults found. In addition when test strips were tested with control solution, an error 4 was observed with no assignable cause found and the test strips were found to have results above range when tested with control solution. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Supplemental sent to correct information previously sent.the lay user/patients test strips have been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4)2014 with the following findings:

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4) , alleging error 5. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.